Event description:
It was reported that, "12mmx26mmx4 degree avs navigator implant was placed on straight navigator inserter properly. Immediately on insertion into l4/5 intervertebral disc space a small piece of the lip on the posterior rail broke off the implant. The implant remained attached to the insert, but was removed and replaced with another 12x26x0 degree navigator implant, which worked properly".

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.